Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, date of birth, weight patient ethnicity and race were not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal blister cushions). This report is for (compeed blisters medium 5s (B)(4)). Device is not distributed in the united states, but is similar to device marketed in the USA band aid brand hydroseal blister cushions). (B)(4), lot number = ni, expiration date = ni. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA ((band aid brand hydroseal blister cushions). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A pharmacist reported that a consumer used a compeed blisters medium to treat a blister. The consumer disinfected before the dressing was applied. Following this application, the consumer had a secondary infection that was treated with antibiotic therapy. No additional information is provided as the pharmacist wanted to remain anonymous.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. This report is for (compeed blisters medium 5s EU). Device is not distributed in the united states, but is similar to device marketed in the (USA band aid brand hydroseal blister cushions). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.